Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii IV catheter experienced leakage. The following information was provided by the initial reporter: on (B)(6), 2023, before using the indwelling needle to perform venipuncture on the child, the indwelling needle was pre-flushed with normal saline, and it was found that the heparin was leaking. After tightening the heparin cap, it still leaked.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2172312. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported that the bd intima-ii IV catheter experienced leakage. The following information was provided by the initial reporter: on (B)(6) 2023, before using the indwelling needle to perform venipuncture on the child, the indwelling needle was pre-flushed with normal saline, and it was found that the heparin was leaking. After tightening the heparin cap, it still leaked.